Manufacturer narrative:
The device return was requested from the customer, however, the customer indicated that the device was discarded.

Event description:
The event involved a customer report stating that there was a chemo medication leak noted under the spike of the chemolock closed vial spike. The leak was noted during priming and there was no patient involvement. This report captures the 2nd of incidents.